Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the device exhibited sensing and pacing problems, and would not respond to programming. The device was explanted and replaced. No patient complications have been reported as a result of this event.